Event description:
The technologist states that they were doing a angiojet / power pulse case. They used angiojet on a occluded sfa. They then decided to power pulse. They infused tpa and waited 20 minutes. At this point, they went back in to angiojet. After angiojet was completed they removed the catheter and noticed it was damaged and also that there was still a piece of the catheter still in the body on the wire. They used a snare and removed the piece that had broken off. The case was completed. The customer did state that they were using an .035 wire. The pt was admitted with a gangrene foot/ischemic leg. Upon removal of the catheter the physician did not state that he had any resistance. It appears that the catheter came off before the distal marker band or approximately 1.1 mm. The outcome was a successful retrieval of the distal end of the angiojet catheter with successful thrombectomy results and no further intervention required.

Manufacturer narrative:
Event consists of a broken device during an angiojet procedure. The pt is a female of unk age and medical history. The pt presented with gangrene foot and ischemic leg. The physician used an angiojet solent omni thrombectomy set to treat an occluded superficial femoral artery (sfa). During the angiojet procedure, the physician decided to use power pulse technique with the angiojet device and infused tissue plasminogen activator (tpa) and then waited 20 minutes prior to using angiojet thrombectomy again. Upon completion of treating the occluded sfa the physician removed the angiojet device and noticed that the device was damaged and also there was a broken distal portion of the device from the pt. The physician stated he did not believe he felt any resistance when removing the angiojet device. The physician stated that the outcome was successful to retrieve the distal portion of the device as well as successful thrombectomy results with the angiojet device and no further intervention was required. The pt had no sequelae due to the angiojet procedure. The instructions for use (IFU) warns the user: "visually inspect the angiojet device prior to use to ensure that no damage has occurred during shipment. Do not attempt to straighten or use the thrombectomy set if it is bent or kinked. Attempting to do so may result in catheter rupture. Do not use a damaged thrombectomy set for pt treatment." "Do not pull the catheter against abnormal resistance. If increased resistance is felt when removing the catheter, remove the catheter together with the sheath or guide catheter as a unit to prevent possible tip separation." "If resistance is felt during the advancement of the thrombectomy set to lesion site, do not force or torque the catheter excessively as this may result in deformation of tip components and thereby degrade catheter performance." This event is considered a reportable event as intervention was required to retrieve the broken distal portion of the angiojet solent omni device.